Event description:
It was reported that shaft break occured. A 3.50mm x 16mm synergy drug-eluting stent (des) was advanced for treatment. The stent shaft broke prior to entering the body. The procedure was completed with different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluate by MFR.: synergy ii us mr 3.50 x 16 mm stent delivery system was returned for analysis. Only the distal section of the device was returned including the stent, mid- shaft and the shaft polymer extrusion. The proximal device including the hypotube and manifold were not returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. The hypotube shaft was not returned. A break in the shaft polymer extrusion was noted at 35 cm distal from the distal end of the tip. No other damages were noted to the mid- shaft, inner lumen or outer lumen sections of the shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occured. A 3.50mm x 16mm synergy drug-eluting stent (des) was advanced for treatment. The stent shaft broke prior to entering the body. The procedure was completed with different device. There were no patient complications nor injuries were reported.